Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient in her 60's, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty main printed circuit board (pcb). The main pcb was replaced to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.